Event description:
The fogarty balloon sheered off and was left inside the patient. Unknowingly. Was found a week later on [date redacted] declot procedure. This required another procedure and the foreign body was removed from the patient.